Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient experienced a tooth fracture when removing their aligners while traveling abroad on vacation. Aligner treatment was stopped.